Event description:
It was reported that the implantable cardioverter defibrillator (ICD) patient was hospitalized for experiencing an infection that was septic with methicillin-resistant staphylococcus aureus. The patient had experienced discomfort, fever, sepsis and swelling. The patient was treated with antibiotics and pain medication. During the explant procedure an incision was made and there were semi-turbid secretions that were noted coming from the pocket. Inspection of the pocket which definitely appeared consistent with infection but was not excessively purulent and the capsule looked slightly inflamed but not demonstrated any friable tissue. The device system was explanted and orders were placed for a wearable vest placement and wound vac consult. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.